Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 12. Details of surgery: ridge augmentation. On (B)(6) 2019 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.